Manufacturer narrative:
Follow-up #1 date of submission 04/13/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2012 with the following findings: the insulin units remaining were found to be correctly calculated in the pump. There were no alarms noted related to the complaint in the pump's history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification up until the last date used by the patient. There was no activity outside normal use observed in the black box or download history. A review of the black box revealed no deliveries that reverted back to 0.00u/hr. Typical usage alarms and warnings were observed in the pump's history. The pump was exercised for 24 hours and the pump was found not revert back to 0.00u/hr during testing. The pump was found to boot up with the appropriate auditory and vibratory alarms. The keypad was found to respond to button presses with no delay issues. Unrelated to the complaint, evaluation revealed a damaged display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test display was inserted and the pump's screen illuminated to normal contrast.

Event description:
There was no reported patient impact associated with this complaint. The patient's father contacted animas alleging that on 2 or 3 occasions the pump's basal settings on the exercise program have reverted to 0.0000u/hr. The reporter claimed the alleged issue has only occurred when the patient has had to replace the battery. The reporter claimed that the patient denied pressing any additional buttons that would have cleared settings for that basal program. At the time of troubleshooting, customer support was unable to review the pump due to a display issue. The alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.